Manufacturer narrative:
Analysis and results: there is no information regarding the involved batch number, in consequence the review of the complaint and batch manufacturing records cannot be performed. On the other hand, we have received an open and used with one suture wound on the pack and four detached needles. The pack should contain four sutures instead of five. We assume that this is an accidental defect from the operator winding the sutures in the pack. By mistake, 5 sutures were placed in the pack. Final conclusion: taking into account that the results of sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Additional information will be provided, when available.

Event description:
It was reported that there was an issue with the novosyn violet. After opening the packets, it was noted that there were extra sutures/needles within (3-5). Additional information was not available.